Event description:
Device malfunction: failure to advance the accunet delivery catheter to the desired position in the patient's anatomy. Time of malfunction: during device advancement. Symptoms/ae: vessel dissection. Time of symptoms/ae: during device advancement. It was reported that the accunet delivery catheter could not advance to the target lesion (rica). The accunet delivery catheter was advanced to the common carotid artery (cca) bifurcation, the target esion was located in the right internal carotid artery (rica). It was noted the rica had heavy tortuosity with a 90 degree inferior takeoff, a large bend, such as a fish-hook, proximal to the common carotid artery bifurcation. The physician attempted to straighten out the vessel by having the patient turn his head in rotating directions. This maneuver was unsuccessful. The physician felt resistance, but pushed the accunet delivery catheter forward to try to straighten out the vessel. This was unsuccessful in advancing the accunet delivery catheter. He pulled back on the accunet delivery catheter to evaluate the resistance and noticed the vessel had dissected. The entire system was removed without difficulty. The patient was referred to surgery for a consultation to discuss the options available. The reported outcome was surgical repair of dissection and endarterectomy. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation. This gown is not impervious and was possibly the wrong gown choice for performing this medical procedure. Differient levels (3) of protection, that the gowns afford, are indicated by colored neck bands. The gown used (95121) provides the lowest level (yellow neck band) of protection.